Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. The impella was returned for evaluation. The pump was returned cut near the butterfly area. The cannula portion was not returned and only the part connecting to the aic was returned. Data logs were not returned as well making it impossible to investigate this complaint. The root cause of the high purge pressure issue was not determined since insufficient product was returned and data logs were not returned. The instructions for use for impella 5.5 with smartassist states in section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ g1-corrected spelling reporting contact last name.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient was on impella 5.5 support and had high purge pressure. Tissue plasminogen activator was added to the purge, and this did not resolve the issue. The doctor was concerned with how long the impella could last with high purge pressure. The patient remained on support and there was no patient harm was reported.